Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-78671. (B)(4).

Event description:
The customer's mother reported via phone call that they had a no delivery alarm. The customer's mother also reported the customer experienced high blood glucose. Customer's blood glucose rose to 430 mg/dl. The customer was able to treat for their blood glucose with the insulin pump. The mother reported resolving the alarm with a complete set change. The mother also reported the customer's blood glucose rose to 511 mg/dl last weekend. It was found the customer had ketones present. The mother agreed to return the reservoir for analysis.